Event description:
Pt used sensor and it showed significant inaccurate readings that indicated significant elevations in blood glucose. Based on this info, the pt dosed add'l insulin and ended up hypoglycemic. Blood glucose fingersticks were not matching sensor data.